Event description:
It was reported that a balloon rupture had occurred. A percutaneous coronary intervention was being performed on a 90% stenosed, severely calcified and moderately tortuous lesion in the circumflex artery. The 10mm x 2.00mm wolverine coronary cutting balloon ruptured when inflated at the lesion area. The procedure was successfully completed with a different device without issue or patient injury.

Manufacturer narrative:
Age at time of event: 18 years or older. A visual and microscopic examination was performed on the returned device. It was noted that a section of one of the blades, approximately 4mm in length was completely detached from the distal end of the balloon material. The remaining section of the blade was undamaged and fully bonded to the balloon material. The complete pad of the blade remained fully bonded to the balloon material. The detached section of blade was not returned for analysis. The damage identified can potentially be a result of the resistance encountered during withdrawal of the device. All other blades were intact and fully bonded to the balloon material. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to a boston scientific encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located at the distal end of the proximal markerband. An examination of the balloon material and proximal markerband identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12 atmospheres. A visual examination identified damage to the tip of the device. This type of damage is consistent with excessive force being applied when resistance is encountered while attempting to cross a lesion. A visual and tactile examination found no kinks or damage to the shaft of the device. Further information was received: "the blade was not detached when the device was removed from the patient. In the facility, there is a routine step to confirm that all blades are intact after using cutting balloon devices. So the detachment of the blade could have occurred for some reason after removing from the patient, however the physician doesn't remember how he treated the device after removal. The detached blade is not available for analysis."

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture had occurred. A percutaneous coronary intervention was being performed on a 90% stenosed, severely calcified and moderately tortuous lesion in the circumflex artery. The 10mm x 2.00mm wolverine coronary cutting balloon ruptured when inflated at the lesion area. The procedure was successfully completed with a different device without issue or patient injury.